Manufacturer narrative:
Correction: g2: healthcare professional and user facility should not have been checked in g2 as they were not provided.

Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator resulting in pacing inhibition. No information regarding intervention or adverse patient consequences were reported.

Event description:
It was reported that a patient presented with over-sensing of myopotentials noted on the patient's implantable cardioverter defibrillator. No information regarding intervention or adverse patient consequences were reported.